Event description:
It was reported that the patient was experiencing pain at ipg site causing discomfort. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.